Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recorded syncopal episodes and atrial automatic threshold detected as greater than programmed amplitude or suspended. It was recommended to further evaluate the right atrial (ra) pacing lead that is a non-bsc lead. Presenting electrogram showed ICD operating as programmed and ra lead capturing. Also, most recent lead tests were within normal limits. The ICD and non-bsc ra lead remain in service. No additional adverse patient effects were reported.